Manufacturer narrative:
Through engineering investigation using the information and imaging provided, it was determined that the backed-out screw is possibly due to incorrect usage of the screw lock (cam), failure of the screw lock (cam), or insufficient bone purchase. A true definitive root cause could not be determined. As shown in the ambassador surgical technique guide, it is advised to ensure the cam is rotated between 45 and 90°. Visual confirmation of the cam orientation will confirm appropriate functionality of the cam driver with torque limiting handle.

Event description:
Patient underwent a 1 level, c6 anterior cervical corpectomy procedure in which another company's corpectomy cage and the ambassador plate were used. At the patient's 4-month postop follow-up visit, the patient reported a recent fall and x-rays revealed that an ambassador screw migrated anteriorly out of the c5 vertebral body. Dr. Weisenthal commented that the corpectomy cage could have been about 2mm shorter which would have allowed him to seat it further. The patient was asymptomatic, but dr. Weisenthal was concerned with the patient's prognosis and decided to take the patient back for a 2nd surgery in which he did an acdf at the c4/5 level, placed an anterior cervical plate from c4 to c7, and did a posterior cervical fusion from c4 to t1. He utilized tiger shark c for the c4/5 interbody, a 3-level ambassador plate, and a competitive company for the posterior cervical screw system.